Event description:
It was reported that during the preparation for a stenting treatment procedure, the physician noted the distal portion of the stent became lifted during preparation. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).